Event description:
It was reported that during use with the bd phoenix¿ m50 automated microbiology system, misidentification occurred. There was no report of patient impact.

Manufacturer narrative:
E.1. Initial reporter phone (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: "a results failure was reported on a phoenix m50 instrument. The customer reported an erroneous identification of an organism. Technical support worked with the customer remotely. The customer reported that the organism was repeated and the result came back as expected. No instrument errors were reported. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint."

Event description:
It was reported that during use with the bd phoenix¿ m50 automated microbiology system, misidentification occurred. There was no report of patient impact.